Event description:
A distributor contacted baxter (B)(4) regarding a damaged minicap. The home patient (hp) found cracks on more than one minicap. There was no patient involvement, and no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for damage in a minicap was not confirmed during the sample evaluation; therefore, a root cause could not be determined. During visual inspection and a leakage test there was no damage found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.